Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the issue was not yet resolved and device revision, replacement or removal was planned.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include:   brand name surescan; product ID 978b128 (lot: va2huyv); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy had stopped helping the patient's bladder symptoms (though their bowels were fine); they would still leak urine and at the same time, they'd started to have a lot of low back pain that radiated down into both of their hips for about the past year or so and the pain had intensified over the last few weeks. The patient stated they had an x-ray and the lead showed that it was still intact but all of this began after they'd lost about 65 pounds around the time that the pain and the bladder symptoms not being helped began and they felt like maybe the lead had migrated from their sacral nerve over the past few months since the x-ray because their low back pain had gotten more prominent and radiated down both of their hips. Patient stated that the device in their back had a " lot of mobility", that there was "too much play in the actual plate" so their healthcare provider (hcp) told the patient they wanted to "cut it open and move it" (revise the implanted system) to see what was going on. Patient services wanted to note that the patient stated they were reluctant about getting another surgery and because the therapy wasn't helping their bladder symptoms, the hcp had also told the patient to increase the therapy stimulation level for now to see if it helped their symptoms but patient stated they were at the point with the pain where they didn't want to change the stimulation level, they just wanted to turn the therapy off to see if that resolved their pain. Patient stated they had been medically cleared as far as musculoskeletal involvement with their back so they thought the pain had something to do with the device/therapy. Patient had called to inquire about the different program options and had called to ask if it would be ok to turn the therapy off for a bit. Patient services reviewed the role of patient services with the patient and redirected the patient to continue following up with their hcp about the pain but reviewed device description/function with the patient as well as reviewed how to turn the therapy off. Patient services also reviewed the potential impact of weight loss on the implanted system with the patient. Patient stated they were willing to just turn the therapy off for a few days to see if that made the pain go away and if it did, they could try switching to a different program to see if that resolved their pain and would begin to help their bladder symptoms again. Patient services again redirected the patient back to their managing hcp to further address the issue and the patient agreed to do so.